Event description:
Healthcare professional reported during a tour at co that he had explanted the valve approx 7 yrs post implant due to perivalvular leak. The pt had experienced leak immediately post implant due to highly calcified annulus. The valve was electively replaced after 7 yrs and a recent bout of pulmonary edema. The surgeon indicated that at reop the valve was functioning well.